Event description:
It was reported that stent damage occurred, and additional device was required. The stenosed target lesion was located in the inferior segment of superficial femoral artery. A 5 x 150 x 130 innova was used for treatment. During the procedure, imaging demonstrated that the deployed stent exhibited shortening and overlap. The procedure was successfully completed using another stent of the same type. There were no patient complications as a result of this event.

Event description:
It was reported that stent damage occurred, and additional device was required. The stenosed target lesion was located in the inferior segment of superficial femoral artery. A 5 x 150 x 130 innova was used for treatment. During the procedure, imaging demonstrated that the deployed stent exhibited shortening and overlap. The procedure was successfully completed using another stent of the same type. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the innova was returned for analysis. A visual and tactile examination identified the device was received with the stent already deployed from the delivery system and the deployed stent was not returned. An inner sheath kink was found approximately 125mm proximal from the distal tip. A visual examination identified no issues or damage to the tip or handle of the device. The safety lock was in place on the rack of the device.